Event description:
It was reported that they had no flow during starting the arctic sun device. They also had draining issue, leaking and cold water. As per follow up information received on 11dec2023. The device returned to a bd-approved facility for evaluation. Change the flow meter(for the pb flow rate =0 , so heating command) works fine after and change the drain valves for leaks resolved., but does not reach 6°c in time (tested with another mixing pump and circulation pump, initial t4 with no circulation 4,3 °c, 3.5 l in tank). Calibration test unit calibration error 82( water check time out - other condition) (tested many time). Insufficient cooling performance, need to repair at crawley. As evaluation summary received on 05dec2023. No flow rate ( flow rate = 0, so no heater command), leaks at drain valves, no screen protection, fill tube dirty, after the change of flow meter and drain valves, the flow rate work and there are no more leaks. But t1 not decrease below 6 °c in time (30 mn, tested with another mixing pump and circulation pump, initial t4 with no circulation 4,3 °c, 3.5 l in tank). Ctu calibration error 82(( water check time out - other condition) insufficient cooling performance, need to repair at crawley.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a chiller failure. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had no flow during starting the arctic sun device. They also had draining issue, leaking and cold water. As per follow up information received on 11dec2023. The device returned to a bd-approved facility for evaluation. Change the flow meter(for the pb flow rate =0), so heating command) works fine after and change the drain valves for leaks resolved., but does not reach 6°c in time (tested with another mixing pump and circulation pump, initial t4 with no circulation 4,3 °c, 3.5 l in tank). Calibration test unit calibration error 82( water check time out - other condition) (tested many time). Insufficient cooling performance, need to repair. As evaluation summary received on 05dec2023. No flow rate ( flow rate = 0, so no heater command), leaks at drain valves, no screen protection, fill tube dirty, after the change of flow meter and drain valves, the flow rate work and there are no more leaks. But t1 not decrease below 6 °c in time (30 mn, tested with another mixing pump and circulation pump, initial t4 with no circulation 4,3 °c, 3.5 l in tank). Ctu calibration error 82(( water check time out - other condition) insufficient cooling performance, need to repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a chiller failure. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had no flow during starting the arctic sun device. They also had draining issue, leaking and cold water. As per follow up information received on 11dec2023. The device returned to a bd-approved facility for evaluation. Change the flow meter(for the pb flow rate 0 lpm, so heating command) works fine after and change the drain valves for leaks resolved., but does not reach 6 degree celsius in time (tested with another mixing pump and circulation pump, initial t4 with no circulation 4,3 degree celsius , 3.5 l in tank). Calibration test unit calibration error 82( water check time out - other condition) (tested many time). Insufficient cooling performance, need to repair. As evaluation summary received on 05dec2023. No flow rate ( flow rate 0 lpm, so no heater command), leaks at drain valves, no screen protection, fill tube dirty, after the change of flow meter and drain valves, the flow rate work and there are no more leaks. But t1 not decrease below 6 degree celsius in time (30 mn, tested with another mixing pump and circulation pump, initial t4 with no circulation 4,3 degree celsius , 3.5 l in tank). Ctu calibration error 82(( water check time out - other condition) insufficient cooling performance, need to repair.